Event description:
The velocity high performance laser fiber, ref# 332005, lot # lv180310ck, exp date 2020/03/31, worked for a short while when introduced into the patient. It was then removed and replaced with another. No harm was done to patient. Apparent defective product. New laser fiber used without incident. Patient to post-anesthesia care unit (pacu) in stable condition.